Event description:
Additional information was received for this (B)(6) patient/ cec adjudication minutes were reviewed. The committee noted: mi (protocol definition) - disagree; arc [periprocedural pci] - related to device/related to procedure - agree; stent thrombosis (protocol definition) - disagree; stent thrombosis (arc definition) - disagree. The patient presented with a positive functional ischemia, ccs class iii angina, a 99% stenosis with timi 3 flow in the mid left anterior descending (lad), and a 70% stenosis in the mid right coronary artery (rca). The patient underwent the index procedure with treatment of two target lesions. The first target lesion in the mid lad was treated with pre-stent balloon angioplasty and placement of one stent/cypher 2.75 x 13 mm. The site reported a 0% final residual stenosis with no dissection and timi 3 flow. The second target lesion in the mid rca was treated with placement of one stent/cypher 2.5 x 28 mm and post-stent balloon angioplasty. The site reported a 0% final residual stenosis with no dissection and timi 3 flow. The procedure was uncomplicated. The site reported hypotension due to a vagal response to a sheath pull. The hypotension was managed medically and resolved on the same day. The ECG core lab reported no new major st-t abnormalities and no q waves. The patient was discharged the day after the procedure on dual antiplatelet therapy.

Manufacturer narrative:
The email received from (B)(6) indicated that this patient had 2 cypher stents implanted: one in the mid lad and one in the mid rca without complication. Following the procedure, when the femoral sheath was pulled, the patient experienced a vasovagal episode. No treatment was required and the event resolved without sequelae. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #3003742446-2012-00310 and #3003742446-2012-00311.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered a peri-procedural mi per the cec adjudication committee. This is a (B)(6) female with medical history including angina, ischemia, coronary artery disease, unstable angina pectoris, hyperlipidemia, and hypertension. Allergy to sulfa, pcn and morphine. The patient presented with a positive functional ischemia study, ccs class iii angina, a 99% stenosis with timi 3 flow in the mid left anterior descending (lad), and a 70% stenosis in the mid right coronary artery (rca). The patient underwent the index procedure with treatment of two target lesions. The first target lesion in the mid lad was treated with pre-stent balloon angioplasty and placement of one study stent/cypher 2.75 x 13 mm. The site reported a 0% final residual stenosis with no dissection and timi 3 flow. The second target lesion in the mid rca was treated with placement of one study stent/cypher 2.5 x 28 mm and post-stent balloon angioplasty. The site reported a 0% final residual stenosis with no dissection and timi 3 flow. The procedure was uncomplicated. Pre-procedure, on (B)(6) 2010 at 12:00, the ck was 24 (nl 232, ratio <1), the ckmb was not tested, and the troponin was 0.04 (nl 0.1, ratio <1). Post-procedure on (B)(6) 2010 at 23:00, the ck was 43 (ratio <1), the ckmb was not tested, and the troponin was 0.47 (nl 0.1, ratio 4.7). On (B)(6) 2010 at 05:00, the ck was 51 (ratio <1), the ckmb was not tested, and the troponin was 1.11 (nl 0.1, ratio 11.1). This enzyme elevation event has been deemed by the cec committee to be an arc (peri-procedural pci) thus the file was coded for mi. The site reported hypotension due to a vagal response to a sheath pull. The hypotension was managed medically and resolved on the same day. This was captured as a non-complaint. The ECG core lab reported no new major st-t abnormalities and no q waves. The patient was discharged the day after the procedure on dual antiplatelet therapy. The study stents remain implanted thus unavailable for analysis. (B)(4): there was no sterile lot number information available thus no DHR could be performed. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products used during the same procedure. Please reference MFR. Report #3003742446-2012-00310 and #3003742446-2012-00311.